Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room due to passing out, high and low blood glucose on (B)(6), 2022 with blood glucose of 223 mg/dl. The customer did not experience any symptoms such as a result of high and low blood glucose. The customer was treated by food. It was unknown whether the customer was using auto mode or not. Customer had been using insulin pump system within 48 hours of reported low and high blood glucose event. No further complications were reported. Troubleshooting was performed. The device will not be returned for analysis.